Event description:
It was reported that swivel bar hook (s-hook) snapped. "Swivel bar hit cna in the head and pt went back down into her wheelchair 4" drop, no injuries to pt. Co sent to facility: 1) safety maintenance info, 2) safety preventative maintenance notice, 3) swivel bar/hook replacement instructions. Per mfg instruction book and instruction sheet that is sent with each order - inspect every 30 days as specified in the instruction manual. Product manager to f/u with getting hook back and set-up an in-service for facility.